Event description:
A report came in from a surgeon on (B)(6) 2010 stating that the peek cage of an roi-c vertebridge construct looked like it "exploded" during a post-op follow-up visit and a revision was planned. During review of x-rays provided, it was observed that the vertebridge construct looked to be intact but was implanted too far laterally. Upon further review, it was discovered that this placement lead to a bone fragment anterior to the vertebral body which was initially mistaken for peek by the surgeon. Post-revision surgery, the surgeon agreed that the roi-c construct was placed too far laterally in this case. The removal of the construct revealed that the construct was completely intact (both vertebridge anchoring plates were intact and still engaged in the peek cage), however, the peek cage used in this case was undersized. The roi-c construct was replaced with a cortical bone dowel and a cervical plate. As of (B)(4) 2010, the pt is doing fine.

Manufacturer narrative:
Additional info: catalog# mc1005t, lot# 268309/12, exp date: 09/01/2015, and (B)(4).